Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 198, 171 and 290 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2023 she had a headache. Customer had tested with the true metrix meter and obtained 290 mg/dl. Customer went to the ER. Customer relayed her concern about the high reading with her meter, and they tested her blood glucose using their device and had obtained result of 133 mg/dl fasting am (15 minutes difference between the test with the true metrix and the ER bgm). Customer stated that at the ER they run bunch of tests and diagnosed her with a sinus infection; customer was given a prescription for antibiotics. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/24/2023 and customer stated she opened test strips four days ago. The meter memory was reviewed for previous test result history (time not set): result 1: 198 mg/dl date:(B)(6) 2023 time: 6:00 pm fasting am. Result 2: 171 mg/dl date::(B)(6) 2023 time: 12:00 pm fasting am. Result 3: 290 mg/dl date: :(B)(6) 2023 time: 11:01 am fasting am. Result 4: 206 mg/dl date::( B)(6) 2023 time: pm (undisclosed time) fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to ER due to high reading and headache. Meter and test strips were not returned for evaluation. Retention not required as complaint product lot had expired. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.